Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information provided, including initial reporter occupation, by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. The issue of the forceps glue peeling was likely caused by excessive force applied when handling the device. Instruction manual at the time of shipping includes the below statements for the distal end. Following the instruction may have prevented the indicated phenomenon. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
Due diligence was executed for this event. Customer did not have any additional information to provide, including initial reporter information. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, the light guide tube cover glue was found to be peeling. In addition, the distal end rubber insulation had a crack, the was an error of the ultrasound image, switch/camera self function needed fixing, elevator channel inlet was loose and leaking, and control body had corrosion from fluid invasion. Fluid invasion was also observed in scope connector and ultrasound connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for repair for an issue of not being able to connect the device to the processor during an unknown procedure. At the time of repair, it was observed that the light guide cover glue is peeling. There is no reported harm or adverse impact to the patient.